Event description:
Customer called because he was receiving error messages. The device is not showing correct code. The display is showing a different number than the code key. No controls in use. A request was made for the return of the suspect device and replacement product was sent.